Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped insulin delivery for an unknown reason. Pump history did not display that an alarm occurred. Blood glucose was 135 mg/dl. Although requested, the customer declined further assistance regarding the issue and continued to use the pump for insulin therapy.